Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of tissue damage and mitral regurgitation (mr), as listed in the mitraclip nt system instructions for use (IFU), are known possible complications associated with mitraclip procedures. The investigation determined the reported single leaflet device attachment/slda and tissue damage appear to be related to user technique. The increased mr was due to the slda. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the leaflet tear and the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2020 to treat functional mitral regurgitation (mr) with an mr grade of 3+. Two clips were implanted reducing mr to 1. On (B)(6) 2020, echocardiogram was performed; which showed that one of the clips detached from the anterior leaflet, possibly tearing the leaflet, and remained attached to the posterior leaflet (slda). Mr increased to 3+. It was commented the user may have tightened the clip too quickly, which caused the slda and leaflet tear. No treatment was performed. If the patient continues to be stable after one month, an additional clip is recommended. No additional information was provided.